Event description:
It was reported that the battery voltage measurement was lower than expected. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage measurement was lower than expected. It was later reported that the device had early battery depletion and was at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On 24-aug-2010, the telemetered battery voltage was 2.78 v while the daily battery voltage trend measurement was 2.96 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. Analysis results revealed the device experienced low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.78 v while the daily battery voltage trend measurement was 2.96 v.